Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the remaining longevity for this pacemaker was decreasing faster than expected. The remaining longevity had been 2.5 years in (B)(6) 2020, then was 1.5 years in (B)(6), and 0.5 years in (B)(6) 2021. At the current device check the remaining longevity was now less than 3 months. Premature battery depletion was suspected. Device data was reviewed by technical services and it was confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.